Event description:
On (B)(6) 2015, the reporter contacted animas stating on (B)(6) 2015, an intermittent power issue occurred with the pump. The patient reportedly experienced a blood glucose (bg) measurement of 28.9mmol/l with strong fruity breath, rapid deep breathing, extreme drowsiness, blurred vision, extreme thirst, nausea, shortness of breath, vomiting and had difficulty waking up. The patient reportedly was treated in urgent care/clinic by the heath care provider. There was reportedly no damage to the battery cap or battery compartment. This complaint is being reported because the patient experienced an adverse event while using insulin pump therapy and due to the alleged intermittent power issue with the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.